Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tip of three uniport plus devices were filling with fluid. The procedure was completed with an open leg technique. No additional patient complications were reported.